Event description:
An event occurred in 2002. The report indicated that post angio-seal deployment, the pt developed difficulty breathing while in the nursing unit and was diagnosed with a retroperitoneal bleed. The pt was transfused with two units of packed cells and was reportedly recovering. Attempts to obtain add'l info have been unsuccessful. Should add'l info become available, co will re-evaluate this incident.